Event description:
A customer reported experiencing a cartridge alarm 20 issue with their insulin pump, which prevented them from successfully loading a cartridge and resuming insulin therapy. There was no adverse impact on the customer's blood glucose level. To resolve the situation, tandem's technical support arranged to send a replacement pump with updated software. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy in the interim and was instructed on how to return the malfunctioning pump. The customer understood the instructions for setting up the replacement pump and connecting it to their continuous glucose monitor (cgm).